Event description:
It was reported that the patient experienced inappropriate electric shocks from their implantable cardioverter defibrillator (ICD) after the pulse field ablation (pfa) procedure, potentially due to a device-device interaction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).